Event description:
It was reported that the patients ipg was not working as intended. It was noted that the patient felt uncomfortable from the ipg heating up. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was not working as intended. It was noted that the patient felt uncomfortable from the ipg heating up. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility.